Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the reported problem was able to be confirmed. The pump was found to not finish booting and would shut off on the red screen. The microprocessor unit board will be replaced as this is the cause of the initial complaint. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd solis vip failed to complete the boot up process. The pump was stuck on a red screen. No patient injury or complications were reported in relation to this event.